Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out due to normal eri, externalized conductors were noted. The lead exhibited no electrical anomalies and will continue to be monitored. The patient was in stable condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states, the patient presented to the operating room for lead replacement after receiving multiple shocks. Increased pacing lead impedance and intermittent noise were observed. The lead was capped and replaced. The patient condition is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.